Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the temperature assessment (reading 122.2 degrees n01.30 section 3.3.12 states temperature shall not exceed 118 degrees). It was determined that the issue was due to a broken drive shaft causing the device to overheat. It was further determined that this was consistent with excessive force while the device was in use. Therefore; the reported condition was confirmed. The assignable root cause was determined to be due to misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a preventive maintenance (pm), it was discovered that the motor device overheated. The event was not related to surgery. There were no delays to a surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.